Event description:
It was reported that high thresholds were observed. The lead was removed when a reposition was unsuccessful.

Manufacturer narrative:
The field experience of high thresholds could not be confirmed in the laboratory. The lead exhibited normal electrical characteristics. Analysis found that the helix was in the extended position and clogged with dried body fluid and tissue. After cleaning, the helix could be retracted and extended normally from a short length of the lead. Insulation damage observed is consistent with that occurring at the time of the surgical procedure.